Event description:
A (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The pt was injected with 1.0 ml on (B)(6) 2011. On (B)(6) 2011, the pt reported urinary retention, which was confirmed by bladder ultrasound. The pt was treated with foley catheterization. The physician assessed the event as mild in severity and definitely device related.

Manufacturer narrative:
(B)(4). At the time of this report, the pt's urinary retention had resolved on (B)(6) 2011. A review of the device history records indicates the reported lot #1024833 met all specs prior to release.